Manufacturer narrative:
The device was returned for investigation and the evaluation found the device had cracks on the connector. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A review of the device history record was conducted and found no problems that could of caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the subject device had cracks on the connector. There was no patient involvement.